Manufacturer narrative:
The investigation into the priming issue has been completed. The impella device was not returned for evaluation. However, data log review shows a purge fluid not detected error, the the pump failing to complete priming. The same pc and pump were used on another console without issues. This console was evaluated and no issues were found. Therefore, it is most likely that the priming issue was due to use, and it is possible the luers were not properly connected or the bag was not spiked properly to allow fluid to pass through. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella cp device for mechanical circulatory support. It was reported a failure to prime the device. There was no reported harm or injury to the patient.